Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving sufentanil [50 mcg/ml] at an unknown dose via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient had an infection at the pump pocket that was device related. It was indicated that the infection was confirmed and was associated with the implant. It was noted that the event date was ¿likely related to implant date.¿ intravenous (IV) antibiotics were given to resolve the infection and the patient was set to have the pump removed on (B)(6) 2017. Assistance with programming the pump off to stopped pump mode was requested. It was indicated that the patient¿s outcome was hospitalization with treatment was ongoing. No further complications were reported or anticipated.